Manufacturer narrative:
The event occurred on an unspecified date in the summer of 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was reported as " may be caused by careless diet". It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin infusion (dose, route, frequency and duration were not reported) for treatment. At the time of this report, the patient outcome was not reported. Pd therapy was continued during treatment. No additional information is available as the reporter declined follow up.